Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00184.

Event description:
The patient was undergoing a coil embolization procedure for an endoleak repair using ruby coils. During the procedure, the physician deployed and detached several ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). While advancing a new ruby coil (lot #f65842) through the lantern, the physician met resistance and the ruby coil pusher assembly became bent. The ruby coil was removed and a new coil was successfully deployed and detached into the aneurysm. At another point in the case, while advancing a new ruby coil (lot #f43803) through the lantern, the physician met resistance as the coil was advancing out of the end of the lantern. The physician removed the ruby coil and successfully completed the procedure using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly of the first ruby coil used in the procedure (lot # f65842) was kinked approximately 62.0 and 112.0 cm from the proximal end. The coil was intact with its pusher assembly. The proximal end of the introducer sheath was damaged. Conclusions: evaluation of the returned devices confirmed that the first ruby coil used in the procedure (lot # f65842) was kinked on the pusher assembly hypotube. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully manipulated against resistance, damage such as this may occur. The damage found on the introducer sheath of the first ruby coil used in the procedure was likely incidental and may have occurred after the procedure. Evaluation of the second ruby coil used in the procedure revealed that the sr wire was fractured. This type of damage may occur if the device is forcefully withdrawn against resistance. Both ruby coils were measured to be within specification. The lantern was not returned for evaluation and, therefore, the root cause of the resistance mentioned in the complaint could not be determined. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.